Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8043038. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit, our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode as no photos or samples were returned. Root cause description: the root cause cannot be determined. Rationale: no CAPA is required at this time.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the tubing at the y-connector during use.